Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, it was reported that the patient experienced lead migration. X-ray imaging revealed migration of left lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead and ipg were replaced to address the issue.